Event description:
On 29 april 2026, gore was notified concerning a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. According to the report, on (B)(6) 2026, a patient underwent a tambe procedure. During the procedure, the right renal artery was initially stented with a 5 mm gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn). Proximal extension was subsequently performed using a 5 mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx). It was reported that insufficient overlap was identified between the initially implanted viabahn and the vbx device. As a result, an additional 5 mm viabahn was implanted in the right renal artery to achieve adequate overlap. Final angiography demonstrated a satisfactory immediate result, and all implanted devices were reported to be patent at the conclusion of the procedure. At 30-day follow-up, computed tomography imaging revealed occlusion of the right renal artery. According to the report, the treating healthcare professional assume small renal diameter and multiple stents as the root cause of the occlusion. No patient harm reported.

Manufacturer narrative:
Section h6: - code c19 - a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. - code c21 refers to b15. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.